Manufacturer narrative:
Additional procedure required: this MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device is leaking from both connectors during the catheter maintenance (flushing). The device was removed and replaced. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.